Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic repair of an incarcerated incisional hernia. On (B)(6) 2015 the patient underwent another surgery to attempt a laparoscopic repair of a recurrent incisional hernia. The surgery revealed a two-centimeter hole in the previously placed mesh. A second mesh was implanted to cover the two-centimeter hole and attempt repair of the recurrent hernia. The patient continues to experience pain. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 7/12/2018 in addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.